Event description:
It was reported that the user experienced hyperglycemia after a recent supply change while at work, and on-device reports showed the system delivering correction doses, suggesting a potential supply issue with the ilet. Symptoms included elevated blood glucose. Outcomes included user self-management and troubleshooting guidance, with a plan to change supplies if glucose did not decrease. Investigation included a review of therapy data and user troubleshooting. Investigation of this case revealed no confirmed device malfunction and indicated a possible infusion or supply issue. It was concluded that the event was consistent with hyperglycemia of unclear cause with no injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.